Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that when changing the pca pump solution, during the dripping process to remove air from the equipment, a solution leak was noticed, right below the cassette. When disassembling the pca pump equipment, it was observed that it was torn, making it impossible to use. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.